Event description:
The pt was unable to adjust stimulation or communicate with her device following exploratory surgery in which two obstructions were removed from near the device. She got a poor communication message on the pt programmer screen. She was re-directed to her healthcare professional. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).